Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: on investigation, the pump powered on normally and demonstrated a fully functional vibration feature; investigation did not duplicate the alleged intermittent vibration issue. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.